Event description:
The customer reported that their device would not complete the power up cycle. The device locks up and would not have the ability to function, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the single board computer (sbc) on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.